Event description:
The complainant reported that the impella cp was placed, and the 72-year-old male patient was transferred to the intensive care unit (ICU) while waiting to be transfer to another facility. An echocardiogram (echo) was done at bedside upon arrival to the ICU and the impella cp was measured at 3.5 centimeters in the left ventricle. The site was dressed appropriately with angle matching and forward tension sutures and touhy was locked. While waiting for transport, with no movement from the patient or staff, hematuria started and a hematoma formed at the impella site. Shortly after the impella cp began alarming impella in aorta. Another echo was done showing the impella cp was all the way across the valve in the aorta including the pigtail. The patient did not decompensate in that time, maintaining a map in the 90s. The decision was made to remove the impella cp rather than keep vessel access and re-evaluate due to hematoma at site.

Manufacturer narrative:
A.5 is unknown. The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for positioning issues and access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.